Manufacturer narrative:
(B)(4). The reported events seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV.

Event description:
Medical staff reported "presence of a periprosthetic effusion", "capsular contracture, baker grade IV", "thick shell" and "presence of calcification." MRI and biopsy performed. This relates to the left side. Capsulectomy and reconstruction with flap performed. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation and brown particle in the shell . Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Medical staff reported "presence of a periprosthetic effusion", "capsular contracture, baker grade IV", "thick shell" and "presence of calcification." MRI and biopsy performed. This relates to the left side. Capsulectomy and reconstruction with flap performed. The device has been explanted.